Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product initially found that the alarm wouldn't power on with batteries or an alternate power supply. The alarm's battery tabs are pushed down inside the battery compartment. Further testing found that with pressure on the battery, the alarm does power up but does not sound. The speaker was not functioning and when replaced with a good speaker the unit alarms properly. MFR references file (B)(4).

Event description:
The customer reported that the alarm has no power when tested with new batteries, no damage noted to the alarm. There was no patient incident or injury reported. Eval of the returned product found that the battery tabs are pushed down and does not initially power on.